Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the dxc700 au clinical chemistry analyzer. The fse inspected the instrument and determined that the cause of the issue was due to a faulty sodium electrode. The fse performed system performance successfully without further issues. No further issues were noted after part replacement. Section a2, a3, a4, a5: no patient demographic information (age, gender, weight, race or ethnicity) was provided. Beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of false sodium (na) patient results on their dxc 700 au clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.